Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The in-stent restenosed target lesion was located in the distal right coronary artery (rca). A 4.00mm x 28mm synergy ii stent was advanced to treat the target lesion. The stent was delivered distally past the in-stent restenosis but further balloon preparation was required. The synergy ii was attempted to be removed but got caught on the restenosed stent and dislodged from the delivery catheter. Subsequently, a coronary balloon was advanced and crushed the dislodged synergy ii stent against the vessel wall. The procedure was completed with a 3.5x23 non-bsc device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 28mm stent delivery system (sds) was returned for analysis without the stent. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a 2 mid-shaft kinks. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The in-stent restenosed target lesion was located in the distal right coronary artery (rca). A 4.00mm x 28mm synergy ii stent was advanced to treat the target lesion. The stent was delivered distally past the in-stent restenosis but further balloon preparation was required. The synergy ii was attempted to be removed but got caught on the restenosed stent and dislodged from the delivery catheter. Subsequently, a coronary balloon was advanced and crushed the dislodged synergy ii stent against the vessel wall. The procedure was completed with a 3.5x23 non-bsc device. No patient complications were reported and the patient's status was fine.